Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It has been reported that there was a difference in readings of 100 points. On (B)(6) 2023, the patient was driving and was involved in a car accident. The patient stated they did not receive an alarm on the cgm. The patient later stated that they did not receive an alert because the cgm was displaying "normal". During this time, the patient is asymptomatic so they also didn't feel anything while driving. The patient's car is installed with a system that will automatically call or notify emergency services if involved in an accident. The paramedics were called and when they arrived, they checked the patient's blood glucose and it was 37 mg/dl while the cgm was displaying a "normal" value (no specific value provided). The patient was transported to the hospital where they were treated with dextrose IV and IV of morphine. As a result of the car accident, the patient had multiple bodily injuries. At the time of the report on (B)(6) 2023, the patient stated their blood glucose was still unstable and they were still in pain. The cgm was displaying 398 mg/dl while their bg was 198 mg/dl. On (B)(6) 2023, the patient reported they were in the hospital for 6 days from the date of event and at the time of follow up contact, they were still in pain from the accident. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.